Event description:
It was reported that the patient presented to the emergency room after a syncopal episode, far-r waves oversensing was observed during testing. The atrial sensitivity was decreased and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.